Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's system stimulation would not turn on. Lead diagnostics showed invalid impedance values for the scs lead. Additionally, a sjm representative was unable to resolve the issue with reprogramming as using the electrodes with normal impedance produced the pt not being able to feel system stimulation. It was also reported x-rays confirmed the lead had migrated. Follow-up identified surgical intervention will be taken at a later date to address the issue.